Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: synergy ous mr 4.00 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted along the entire length (apart from the 2 most distal and 2 most proximal stent strut rows) with struts lifted and pulled in all directions. As the entire length of the stent was damaged it was not possible to take an undamaged stent outer diameter measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23apr2020. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00 x 16 synergy ii drug-eluting stent was advanced but failed to cross. The procedure was completed with a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.